Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that the driver broke. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. A different navigated driver was used instead.

Manufacturer narrative:
Additional information: patient ID and weight provided. This device is included in the medical device field correction notification, "potential for instrument breaking ¿ medtronic navigated solera screwdrivers" (september 2015). The revised instructions for use (IFU) were also provided with the notification.